Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedances greater than 125 ohms in the triad configuration. Boston scientific technical services (ts) provided troubleshooting which included checking connections again, ensuring external sources of interference were removed, and holding pocket closed with pressure and then checking the measurements again. All other configuration had impedances within normal limits. The field representative was contacted and indicated that the issue was resolved prior to pocket closure and defibrillation threshold (dft) testing was performed and normal impedances were returned in the triad configuration. No adverse patient effects were reported.